Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit. Customer stated the alarm occurred during normal use. Customer did not change the battery before the alarm occurred. Customer also reported the time and date was incorrect on the insulin pump. The customer stated the time and date was reset on the insulin pump. Customer was advised of a loose battery cap on the insulin pump. The customer's blood glucose was unknown. The customer declined to return the insulin pump for analysis.